Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was moving in the arm pit and started to bulge. This patient also felt weak. The patient reported of having a pocket revision way back to move this device. This device remains in service. No additional adverse patient effects were reported. Additional information indicates that the patient also experienced pain. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was moving in the arm pit and started to bulge. This patient also felt weak. The patient reported of having a pocket revision way back to move this device. This device remains in service. No additional adverse patient effects were reported.